Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic related issues. The customer's blood glucose level at the time of incident was 119mg/dl. The customer states they were hospitalized for foot infection that was caused by poor circulation, which in turn is from the diabetes. The customer states they were still at the hospital.